Manufacturer narrative:
It was initially reported that the head section was stuck elevated and would not lower due to a faulty motor. Follow-up submitted as further investigation determined the fowler was stuck in the flat position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the head section was stuck elevated and would not lower due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head section was stuck elevated and would not lower due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer service sent part to customer. Part sent to customer for repair.